Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected due to an increase in power consumption. Device replacement was recommended for within 90 days, noting elective replacement indicator (eri) battery status may be triggered during this interval. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was not expected to be returned, as the hospital was unable to locate the device when the local sales representative asked if it could be returned for laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected due to an increase in power consumption. Device replacement was recommended for within 90 days, noting elective replacement indicator (eri) battery status may be triggered during this interval. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.